Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that large number of bubbles were produced at the time of pulling back. The bubbles were observed at the flushing line. Farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was aligned with the opening of the farawave catheter. The procedure was completed with the new sheath. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that large number of bubbles were produced at the time of pulling back. The bubbles were observed at the flushing line. Farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was aligned with the opening of the farawave catheter. The procedure was completed with the new sheath. No patient complications have been reported. The product is expected to be returned.